Manufacturer narrative:
The investigation for the reported console (aic) red alarm has been completed. The console was returned for evaluation. During evaluation, the console had failing contrast so the optical bench was precautionarily replaced. Logs were reviewed and found that 2.5 hours into the pump running, the console alarmed controller error 1040 which resolved about 20 minutes later. Controller error 1040 is triggered when the ambient pressure is out of range for at least two minutes, and according to the IFU, that range is -1000ft to 8000ft which is approximated as 550mmhg. The ambient pressure two minutes before the onset of the 1040 controller error occurred when the ambient pressure fell below 550 mmhg and resolved when the pressure came back above 550 mmhg. The cause of the issue was the console going above 9000ft dropping ambient pressure below 543 mmhg.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the automated impella controller (aic) had a controller error when the patient was being transported over 9000 feet elevation. The alarm did not cause any harm or injury.